Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip scissored on the duct. This was noticed after transaction. Opened a new device and added clips to reinforce the scissored clips. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Na. Was there any torquing or twisting of the device present at the time of firing? Na. Was any unexpected resistance felt while firing the trigger? Na. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? It was thrown on the floor. What were the indications for surgery? What was found? Na. Does the patient have any relevant history of surgical treatments? If so, what? Na. Did somebody other than the primary surgeon fire the instrument? If so, whom? Surgeon and resident. The analysis results found that the instrument was returned with the jaws damaged. No functional testing could be performed due to the condition of the returned device. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.